Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. The consumer reported that they were unable to recharge. The poor coupling screen was seen when attempting a recharge session and the patient was getting eight empty coupling boxes. The patient stated that the implant was working great and charging until about a month after the implant. The patient reported they met with a manufacturer representative a month after implant and was told that they think the implant was put in at an angle. Additional information received from the manufacturer representative on 2016-01-07 reported that the implant was not at an angle and was not implanted at an angle. The implant was superficial, positioned correctly and under the skin where it was supposed to be and not moving around. It was stated that it was the patient's body and curve of the spine that made it difficult to get a steady, consistent connection in every position. Troubleshooting found that when the patient was sitting down the spine would lose the curviness and they were able to make good contact with the battery. The patient reported that she had not received her recharging antenna. A replacement was sent. Additional information was received via the manufacturer representative from the patient on (B)(6) 2016 that reported that they had been having issues with recharging so she stopped recharging shortly after getting the antenna replaced in (B)(6) of 2016. The antenna replacement never resolved the core issues of pocket location so the patient no longer recharged. It was decided to move the implantable neurostimulator pocket site to help with easier recharging. The revision occurred on (B)(6) 2016. It was reported that the battery was overdischarged during the battery revision. The manufacturer representative was notified on 2016-09-15 that the patient had started to charge again after the revision wound had healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.